Event description:
The pt reportedly had a decrease in performance. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.